Event description:
It was also noted that the lead exhibited high capture thresholds of 5.5 v at 0.8 m.s. The lead would continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited oversensing, which resulted in inappropriate high voltage therapy, due to dislodgement. Sensing had decreased to 2 mv and capture had increased to 4.5 v. The physician suspected that the dislodgement was due to the patient's weight and twiddler's syndrome. The lead was explanted.